Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that there was a constant noise from the mainframe during a thyroid procedure. The anesthesia confirmed the proper placement and rechecked; the mainframe was plugged into a dedicated outlet and away from the bovie unit. The muting detector was properly placed. After checking the electrode check, there were no green check marks. When the parameter details was checked, it was a high of 30 and low of 0. The anesthesiologist said he was getting a light shock when he was manipulating the first tube so he thought there was a circuit issue. After the tube was changed out and the patient was re-intubated with the new tube, everything worked. There was a procedure delay of less than 1 hour. There was no patient impact.